Event description:
The customer reports that they have been experiencing low blood glucose readings. It was stated that the customer had 5 glucagon shots in the past 3 weeks because of the low blood glucose readings. The customer states that the insulin pump was dropped in the toilet. The customer's blood glucose was 26 mg/dl. The customer's current blood glucose was 179 mg/dl. It was also stated that the previous day they had high blood glucose levels. On a different day the customer had a low blood glucose reading of 40 mg/dl. The customer is currently sick. The history showed a thresh suspend alarm. Advised the customer to monitor the insulin pump. The customer will follow up with a health-care professional in regards to the low blood glucose readings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.